Manufacturer narrative:
According to the facility on (B)(6) 2026, the raytec was not staying intact when used and all fragments were recovered from within the surgical site. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, the raytec was not staying intact when used and all fragments were recovered from within the surgical site.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved a trend analysis, an analysis of production records, an analysis of information provided by the user/third party, and confirmation that the device was not returned. The investigation identified a usage problem and the cause was traced to the user. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.